Event description:
On (B)(6) 2012 - (B)(6) evening emergency appendectomy began at (B)(6) 18:52. I was completely under before going to operating room. As doctor was closing operation with ports still attached to me, the operating room table began to tilt and as I understand "broke." Reportedly I (slid) fell off the table on my left side. Small cut to left side of head, multiple contusions down left side of body inclusive of neck shoulder, arm, sides, and backs of calves. An x-ray and cat scan were completed before I was in the recovery room. Subsequent soreness and swelling were endured as well, as normal recovery for removal of a gangrenous appendix. Was able to return home on (B)(6) 2012, as my daughter is a nurse practitioner and accompanied me home, as well as my husband. Orthopaedic doctor (B)(6) ordered MRI on (B)(6). To date not completed. Hospital would not give me manufacturer's name, device listing number; stating they were conducting their investigation. (B)(6) on (B)(6), advised the facility did not want me to bear financial burden and assured me the procedure would be "written off." (B)(6) contacted me at home (B)(6) 2012. Stated my medial records could then be picked up by my husband at no charge. She was going to be out of town until (B)(6) 2012. I let her know I was focusing on recovering my health and would contact her on her return to set up a meeting with us. At this date, I am trying to schedule the MRI with (B)(6) as I am afraid to allow (B)(6). The hospital is under construction/renovation and I am very leery and scared more of their equipment may "malfunction".